Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: tibial plateau plate, lot unknown. Smcic01, smiles knee circlip mk2, lot b17904. Smbsh02, smiles knee bushes standard, lotb17061. Smbpr02, smiles knee bumpers standard, lotb17170. Smmltb02, short tibial bearing mk4 - std, lot b17601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for revision noted: "infected epr. Previous epr for osteosarcoma."